Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) lost communication with the ilet while remaining connected to the dexcom app, during which the user reported blood glucose peak of 333 mg/dl; reconnection was achieved by re-entering the sensor pairing code into the ilet, after which glucose values were displayed and later trended down. No associated adverse clinical symptoms were reported with the elevated glucose reading. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem between the dexcom g7 continuous glucose monitor (cgm) and the ilet, with involvement of the electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.